Manufacturer narrative:
The autopulse platform s/n: (B)(4) was returned to zoll (B)(4) for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). A visual inspection of the returned platform was performed and there were no physical damage or cosmetic issues observed. A review of the platform's archive was performed and the customer's reported complaint of the autopulse platform displaying a user advisory (ua) 16 (timeout moving to take-up position) message was observed on the reported event date of (B)(6) 2016 and (B)(6) 2016, thus confirming the customer's reported complaint. The platform failed functional testing. A user advisory (ua)16 (timeout moving to take-up position) message occurred after a first of compression; therefore confirming the reported complaint. Further investigation determined that the motor controller was replaced to remedy the reported ua16. Following service, the power distribution board (pdb) was replaced per routine service procedure. A run-in testing was performed for 15 minutes without exhibiting any of the user advisory or fault. In addition, the brake gap was also checked and it was within specifications. The autopulse has passed all the testing and meets all required specifications. In summary the customer's reported complaint that the autopulse platform displayed ua16 was confirmed during archive review and functional testing. The root cause was determined to be a defective motor controller. After replacement of the motor controller, the autopulse platform passed all final functional testing criteria.

Event description:
It was reported that during a shift check, the autopulse platform s/n: (B)(4) displayed user advisory ua16 (timeout moving to take-up position). The brake gap was tested and the printed circuit board along with the motor controller were replaced but the ua16 error message could not be cleared. There was no patient involvement reported.